Manufacturer narrative:
A replacement smart cable was provided to the customer. The returned smart cable was evaluated by verathon technical services and the intermittent image was confirmed. During testing it was observed when the smart cable was manipulated the image would cut out. There are no available repairs for the smart cable, therefore the smart cable was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would cut out intermittently when the smart cable connector was manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.